Event description:
The rv lead was reported capped and the device and lv lead have been returned.

Manufacturer narrative:
Product event summary: the device was returned. No analysis could not be performed due to legal restrictions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 419688, implantable pacing lead, (B)(6) 2012. (B)(4). Device not received by manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt of a lv (left ventricular) lead, as the physician was removing a competitor guidewire, the guidewire came out of the lead only so far and then stopped. The physician clipped the guidewire even with the connector pin and, against advice, attempted to insert the pin into the device header several times. The lv port was apparently damaged as a result. It was also noted that the chronic rv (right ventricular) lead's rv defibrillation coil became damaged during the procedure. The rv lead had been previously stable other than low r-wave measurements. The rv lead was explanted and replaced, and the lv lead and device were not used and both were replaced. No patient complications have een reported as a result of this event.